Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. After the atrial lead was placed, it failed to deliver capture. The atrial was repositioned multiple times and it was still not able deliver any captures. The atrial lead was not used and an alternate near at hand was implanted on (B)(6) 2021. Patient condition was stable.